Event description:
It was reported that the wake button was sticking. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.